Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device system extraction due to an unrelated reason. Lead extraction was difficult and the procedure was stopped. A temporary pacing lead was placed and the pocket was closed. Patient presented for the extraction procedure again on (B)(6) 2017. The entire device system was successfully removed. Patient was doing fine post procedure.